Manufacturer narrative:
The device has not been returned/received to date. If the device is received, a supplemental report will be submitted with the investigation results. We are unable to determine if any product condition could have contributed to the reported hospitalization and diabetic ketoacidosis. No lot release records were reviewed, as the product lot number was not provided. Locked down smartphone: data not available. Omnipod software app version: 3.1.1. Operating system: n5004l-am-q-mv01602-06-01.06. Hardware: n5004l. Cgm sensor type: data not available. Please note, the device identifiers are captured as reported by the complainant and may not align with the device configuration reported in this section as this data is pulled from our cloud based on the reported date of event.

Event description:
It was reported that the patient had been hospitalized with diabetic ketoacidosis (dka) on (B)(6) 2026. The patient's blood glucose levels were reported to be high, but no specific value was reported. Symptoms reported include ketones in urine, lethargy, nausea, vomiting, diarrhea. The patient was treated with fluid and insulin. The patient was reportedly not wearing a pod at the time medical treatment was sought. It was reported that the patient¿s controller had ¿blacked out¿ and as a result the patient was utilizing a backup method of insulin treatment. The patient was released from the hospital on (B)(6) 20206. The patient's controller was replaced.